Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: possible rupture, pain.

Event description:
Patient reported right side ¿possible rupture¿ and pain. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event.

Event description:
Patient reported right side rupture, pain, and capsular contracture, baker grade IV. Device has been explanted.